Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens. The lens was removed without enlarging the incision due to the surgeon changing his mind to use a different diopter. No patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.